Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was locking knob overtravel and lateral movement, recommend general service and replacing parts. Root cause - evaluation by service and repair confirms the reported deficiency of the lock. The locking knob had lateral movement, requiring replacement parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the patient's head slip when the surgeon attached and tightened the torque screw on the mayfield skull clamp (a3059) to the third line. While prepping the patient, the head moved and upon them checking the skull clamp, it was loose and the torque screw was at 1.5 lines. The surgeon tightened the torque screw again and the case continued without further incident. There was a 15 minute delay due to the mayfield device issue and also a 1 hour delay related to the seeg bolt (not integra) slipping through the drilled out hole and needing to be retrieved from the cortex. No adverse patient outcome resulted.